Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the scheduled preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) screen fail calibration. There was no patient involved.

Manufacturer narrative:
Updated fields: b4; d9; g1; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. The getinge field service engineer (fse) that encountered the issue replaced the touchscreen assembly (0160-00-0123). Fse replaced display seals as a precautionary service. Fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.